Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not available for return to the user facility. It was not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant was noticed to be detached from the delivery pusher within the microcatheter. The device was removed with the microcatheter in its entirety. There was no reported intervention of patient harm.